Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2015 and that the patient's pump was explanted. The patient passed away due to bacteremia caused by a chronic driveline infection after being sent home on hospice. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away and that the patient's pump was explanted. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this investigation. The account reported that the patient expired on 15jul2015. Multiple attempts were made to obtain additional information from the customer regarding the event; however, the customer indicated that no information was currently available. Heartmate ii lvas, serial number (B)(6), was retained by the hospital and is not available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death, in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed away. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, h4: correction section g7: "30-day" was inadvertently not checked in the prior report. No further information was provided. The manufacturer is closing the file on this event.